Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. During the procedure, the clip would lock onto tissue but would not release from the catheter after deployment. They tried to manipulate but the clip would not let go after firing. The procedure was completed but the device was unknown. There were no patient complications reported as a result of this event.